Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant this right atrial (ra) lead dislodged. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported.